Event description:
It was reported that a malfunction occurred on the pump, with the customer experiencing a malfunction alarm but no notable events prior to the issue. The customer was unable or unwilling to confirm whether their blood glucose level exceeded 500 mg/dl. Technical support provided information for resetting the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and no additional adverse effects on the customer's blood glucose level were reported. The customer was advised to continue using the pump and to contact support if further issues arise.